Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer was contaminated and the battery contacts were discolored. Analysis also found the upper case and ring cover were broken. The lower case was broken and contaminated. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.